Event description:
It was reported that the twist sleeve of a minicap transfer set could not be closed. It was further reported that there was a separation between the female connector and the main body of the transfer set .this occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between female connector and the main body. Functional testing including leak, and clear passage tests were performed with not issues noted. Clamp function was performed which revealed the twist clamp closed not allowing flow through the set; however, the clamp will not fully lock in position. The reported conditions were verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. The cause of the clamp alignment issues was determined to be a manufacturing related issue occurred during the milling process in production. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.